Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03159. It was reported the patient is experiencing pain near her scs lead site in addition to tenderness at her scs lead site and scs ipg pocket site. It was also reported the patient is experiencing a pulling sensation with and without system stimulation. Follow-up identified a sjm representative was unable to resolve the issue with reprogramming. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.